Event description:
Boston scientific received information that during implant, difficulty connecting the left ventricular and right ventricular leads into the device header was observed. Reportedly measurements with the psa were favorable; however, out of range when connected with the device. The header was then flushed and the lead terminal pins reinserted, exhibiting normal measurements. No additional anomalies observed and the procedure successfully completed. During follow-up two days post-implant, high out of range impedance values were observed on all lead channels. The physician elected to surgically intervene in the upcoming days. During intervention, difficulty was reported during lead terminal pin extraction. As a result, the device header was cut for successful extraction. All leads were able to be reused with the boston scientific replacement device. The explanted device is intended to be returned for analysis and the procedure completed with no adverse patient effects.

Event description:
--

Manufacturer narrative:
Following device return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt in our quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual examination of the device header revealed damage to the threads of the right ventricular (rv) tip block and marks within the lead barrel of the rv tip block. Markings within the right atrial (ra) lead barrel are consistent with a lead that was not fully inserted. A test lead was then inserted and tested with a 750 ohm load; testing results were high/out-of-range, consistent with an open lead. With the lead fully inserted into the device header, a valid lead impedance measurement was obtained detailed review of the device memory confirmed high pace and shock lead impedance measurements. To further assess the reported difficulties with lead insertion and withdrawal, specific tests were conducted on the device header itself. Pin gage testing confirmed that all lead port diameters were within the expected design specification range. Engineers also conducted insertion force testing with similar model leads; this device passed all lead insertion force requirements. The connector block was also assessed for potential misalignment. Concentricity testing confirmed that the connector block was well within specification. The device passed returned product testing and met all design specifications.